Manufacturer narrative:
Evaluation summary: no material was returned to the investigation site for evaluation. The system history showed that the laser was verified successfully prior and after the date of treatment. The logfile review showed scanner values and energy during treatment were normal. There was no suspect parameter. Clinical review of patient data showed preoperative topography data looked regular. Correction done as prk with alcohol. Postoperatively an irregular topography including a central astigmatism could be seen. This result cannot be explained by the application of the system as such, but might be related to the surface treatment and the use of alcohol (alcohol and epithelium removed completely before ablation, trephination, etc.). The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. Additional information has been requested and received. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported three cases of decentered ablation after excimer laser treatment. Center of the eye and center of the laser treatment were reported to be different. Additional information was provided, including patient identifiers. This file refers to the right eye (od) of the second patient.